Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and the device returned kinked along the body and the spring tip bent. No evidence of wire broken was found. Guidewire overall length was within specification. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies would could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-08460. It was reported that a wire fracture occurred. An unspecified rotaburr was advanced over a 330cm rotawire. During the procedure, outside the patient, the wire broke. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2014-08460. It was reported that a wire fracture occurred. An unspecified rotaburr was advanced over a 330cm rotawire¿. During the procedure, outside the patient, the wire broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).